Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen cannot be calibrated and user has to disconnect ac and/or battery to de-energized unit. There was no patient involvement.

Manufacturer narrative:
The customer's biomed confirmed the touchscreen issue. The customer's biomed first checked the power management board, swapping in a known "good" board which did not make a difference in the touchscreen. As a result a new touchscreen was ordered, installed, calibrated, tested and the ventilator was returned to service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.